Event description:
Caller reported a pixel issue on pump display, which affected their ability to interact with and read the screen. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a pump replacement and the customer planned to use multiple daily injections (mdi) as a backup therapy.